Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that poor cutting quality was evolving to no cutting and very unusual noise was observed during vitrectomy-retinal surgery. Patient harm was not reported.

Event description:
A physician reported that poor cutting quality was evolving to no cutting and very unusual noise was observed during vitrectomy-retinal surgery. The surgery was completed on same day. Patient harm was not reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The video attached to the file were reviewed by the manufacturing site. Noise was observed on the video. Reported issue of unusual noise confirmed from video. Poor cutting issue cannot be confirmed from video. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue of poor cutting quality cannot be determined. The report of unusual noise is confirmed based on the video attached to parent complaint. However; because a sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.